Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp)unit has a faulty display.

Event description:
It was reported that during a routine check-up, the cs100 intra-aortic balloon pump (iabp)unit has a faulty display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Cleaned contacts on the display controller pcb and on the video receiver board. Operational tests carried out with positive results. The equipment was returned to the customer for clinical use.